Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level was 408 mg/dl. Current blood glucose value was 121 mg/dl. Customer had blood glucose of 300 mg/dl and after breakfast it raised up to 390 mg/dl. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer did not had any symptoms. Customer was assisted with troubleshooting. Customer was not using insulin pump on auto mode. Insulin pump will not be returned for analysis.